Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unknown settings issue with their onetouch verio iq meter. No further details could be obtained at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.